Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: during a colles fracture surgery surgeon was using a guide block to insert a va locking screw into a va lcp plate after drilling and using a torque limiter. The screw went through the hole in the second row at the radial side of the plate. No further information is available at this time. This is 2 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
Device used for treatment and not diagnosis. DHR was reviewed with no complaint related anomalies noted.

Manufacturer narrative:
The investigation of the received screw has shown that the locking thread of the screw is badly damaged. Therefore the relevant dimensions can not be verified anymore. It's clearly visible to the anodization layer is completely worn way at the damage. This is a clear indication that the screw was damaged post-manufacturing during use. Without the involved plate we are not able to determine the cause of this occurrence. A final conclusion, because of the damage at the screw and without the involved plate, is not possible.